Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the insulin pump¿s case. The reservoir compartment¿s retainer ring was missing. The insulin pump was not bumped or dropped. There was no car accident. The customer¿s blood glucose level was 102 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, cracked reservoir tube lip, scratched case, minor scratched lcd window, cracked select button keypad overlay and reservoir unable to lock in place.